Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt had not used their device for long time since they could never get their ins recharged. When agent asked for event date pt said they had not used it for a year they bet. Pt was now recharging the ins at excellent but it was not recharging; it had showed recharging excellent for probably 10 minutes at least. Ins battery was showing a red triangle and the controller battery was at 90%. Pt noted when they attempted to recharge the ins they struggled with it for 30 minutes to find their ins battery. During call pt verified no damage to the recharger (rtm) or to the controller charging port. Pt cleaned the rtm and blew into the controller charging port. Pt reset the controller and when they attempted to recharge the ins they got recharging excellent pt will monitor ins charging and call back if ins did not recharge.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.